Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of inappropriate shocks due to atrial fibrillation (af) with aberrancy that is oversensed and t-wave oversensing. Device reprogramming did not correct problem and the system was later removed and replaced with a transvenous implantable cardioverter defibrillator (ICD) system because the physician wanted to prevent further inappropriate shocks. No additional adverse patient effects were reported.